Event description:
Physician additionally reported capsular contracture, baker grade iii via ultrasound and treated by capsulectomy and implant exchange.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6b, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "pain, swelling and rupture", "implant recalled". This record is for the left side. Patient later reported "they drained the fluid" and "stress". Device was explanted.

Manufacturer narrative:
Clarification d.6a: partial date of implant is 2016. This is being reported as (B)(6) 2016 to best align with the date of manufacture of device (06/sep/2016). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.